Event description:
On (B)(6) 2012, the pt was implanted with a spectra penile prosthesis device. On (B)(6) 2012, the entire device was removed due to infection.

Manufacturer narrative:
The actual device involved in the incident was evaluated. The device performed and operated according to specifications.